Event description:
It was reported that patient underwent a surgical procedure to explant his inflatable penile prosthesis (ipp) due to fluid loss and patient dissatisfaction. There was a small needle stick in one of the cylinders. No adverse patient effects